Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the v60 battery is not communicating with the unit, and the battery manufacture date is not displaying on the unit's screen. The battery failure is reported to have occurred during the first year warranty. The customer reported there was no patient involvement.

Manufacturer narrative:
The battery was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the v60 backup battery revealed no evidence of damage or contamination. The v60 backup battery was installed in a test ventilator in an attempt to duplicate the reported problem of battery is not communicating with the v60 ventilator. The test ventilator powered up from ac and delivered breaths. The ac led indicator turned on. The test ventilator charging led indicator illuminated and flashed. The test ventilator charging led indicator became solid amber when the backup battery was fully charged. The test backup battery measured voltage was within specifications. The test ventilator powered up from backup battery and delivered breaths. The test ventilator passed the internal battery test. The test ventilator operated on battery power without failures. The test ventilator display battery lot ID; however, the test ventilator did not display the battery's manufacturing date on the ventilator's screen. The battery underwent extensive testing with no faults identified, except not displaying on the vent screen the manufacturing date. This was determined to be a supplier manufacturing issue. This issue does not affect the function of the backup battery.